Event description:
It was reported that the ventilator reset twice with an audible alarm while testing. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na